Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: (B) (4): no anomalies found; the distal segment of the lead was returned and analyzed.

Event description:
It was reported that the patient experienced a (B) (6) infection and endocarditis. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.